Event description:
In (B)(6) 2010, I went to the women's ctr in (B)(6) to have the essure procedure done with no anesthesia because I am allergic to aspirin. According to the dr everything was fine and the coils were successfully placed. Three months later I went for a f/u and was told that the procedure was successful and my tubes were blocked. On (B)(6) 2011, I took an over the counter pregnancy test that had a positive result. At this time I called the dr at the women's ctr and told them what had occurred and set an appointment for (B)(6) 2011. I went in the morning and saw the dr and they confirmed with a urine test that I was pregnant. At this time the dr told me my body must have healed the scarring and I was 1 of the 3 in 1,000. I went back later that day and got a sonogram and was told I was (B)(6) pregnant and the baby was in the uterus and healthy. This has caused emotional and mental distress as now I am forced to terminate a healthy baby. I truly do not believe this procedure is 99.74% effective as I have since come across lots of sites with women experiencing the same thing and on top of that I have cramping type pains which I did make the dr aware of and she said nothing. I also asked where the coils were and was told that they could not see them in the sonogram because the ovaries had moved due to the pregnancy.